Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. After reviewing log, it confirmed the reported malfunction. During troubleshooting, the fse identified flex vision pc errors and warnings as the root cause. To resolve the problem, the flex vision pc was replaced, and the related software was reinstalled and return the part for further analysis, but no failure found. After flex vision pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.